Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se, with a 6fr sheath, after a diagnostic procedure. Reportedly, during deployment the vessel locator wings failed to deploy. The procedure was aborted immediately after realizing that the locator wings did not opened. The device was remove without any resistances. Manual arterial compression was applied to achieve hemostasis. Outside of the patient, it was noticed that the clip remained in the device. There was no reported adverse patient sequela. The physician was reported not trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.